Event description:
A strata ii valve, regular was returned to medtronic neurosurgery on (B)(6) 2013. This device was not affiliated with any previously received complaints. The product was returned with an implant worksheet from lahey clinic medical center that stated that a strata ii valve, regular, catalog number 42866 lot number d30003 was implanted in the patient on (B)(6) 2012. Proteinaceous debris was observed on the exterior and interior of the valve, which indicated that the returned valve may be an explant.

Manufacturer narrative:
The valve was patent. The valve was initially unadjustable, but after the patency test was performed the valve regained its adjustability. The valve met requirements for the siphon and leakage tests. It did not meet requirements for the reflux or preimplantation tests. It also did not meet all of the requirements for the pressure-flow tests. Proteinaceous debris was observed in the interior of the valve. Debris within the valve can hold pressure-flow controlling mechanisms open, resulting in fluid reflux and low pressure-flow results. Debris within the valve can also prevent the movement of the adjustment mechanism, resulting in a non-adjustable valve. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture. Additional patient/device information: dr. (B)(6)assistant said that a strata ii valve was explanted and replaced with another strata ii valve, lot number d30003 on (B)(6) 2012. The valve was explanted because it was obstructed. They did not know the lot number or implant date of the original valve. It was also reported that the patient is doing fine now.